Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the sales rep, two certas valves w/siphonguard would not flow. First valve failed after being implanted six weeks; during revision surgery second valve tested on back table would not flow. Certas plus valve without siphonguard was implanted with no issues.

Manufacturer narrative:
Two valves were returned for evaluation. Based on the event description, only one of the two valves was in contact with the patient; however, it was not possible to differentiate between the two valves. Therefore, the evaluation results for both devices are being included in this report. Both valves were visually inspected: no issues were found. The valves were flush, leak, and reflux tested and both passed without issue. The siphonguard devices were tested, and both passed. The valves were then pressure tested and both passed. Review of the history device records for the not performed as the lot number was not provided. Based on the results of the investigation, the issue reported could not be confirmed. Both devices functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.